Event description:
Caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level noted. Technical support assisted the caller with a complete pump reset, walking them through the process, after which the error did not reoccur and the caller successfully started their sensor session.